Event description:
It was reported that the customer was hospitalized for high bgs. The cause of their admission was unsure. Troubleshooting was performed. The pump tested ok. However, it was found that the pump had an error alarm and blank display due to off no power and battery longevity. It was mentioned that the batteries last only three days, and has been occurring for a few months. In addition, the customer gets an error alarm every time the batteries are changed. Suggested to resume to manual injections until the replacement arrives.